Event description:
The patient (pt.) Was being was being admitted to the picu (pediatric intensive care unit), we transferred the pt. From the transport ventilator to our draeger vent. The draeger vent then started to alarm and was reading vent failure. Pt was immediately disconnected from the vent and bagged. The vent was then switched out and pt was placed on the new draeger vent without any issues. This is a recurring issue. There was no harm in this event.